Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services stated that the blade was not repairable and that it would be scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl reusable - gvl 4, the blade was not giving an image. The customer tried another blade and it worked fine with the same monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.